Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that her mother had a blood glucose reading of 43 mg/dl. The customer drank juice. Customer declined troubleshooting for low blood glucose. Blood glucose was 93 mg/dl at the time of call. Customer needed assistance on how to change basal rates. The product will not be returned for analysis.